Manufacturer narrative:
Customer reply to query confirming no negative patient outcome. Annex e/f codes updated.

Event description:
11/17/25 was there any harm/serious injury as a result of the this reported event? None that I am aware.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.

Event description:
I have received 2 complaints in the past 2 weeks for lot # 51200110, 18g piv catheters. The retraction has been faulty-sticky!

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.